Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the brake pedal had a broken weld, causing the brakes to not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the brake pedal to resolve the issue. Based on this information, no further actions is required.